Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : b5 , h6 ( medical device ¿ problem code ) a getinge field service engineer (fse) was sent to evaluate the unit and confirmed that the failure was caused by a fault of the drive valve assembly. The fse replaced the drive manifold assembly , performed the factory specified tests, and all internal tests passed, meeting clinical use requirements. The equipment was then delivered to the customer for use. The drive manifold was sent to the the failure analysis and testing dept a the drive manifold was reported for a unit failure of a malfunction with the drive manifold. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part numberrevision r. No failure confirmed after 3 hours of testing. Retaining the part in the failure analysis and testing department per procedure number probable root cause : component reliability.

Event description:
It was reported by customer that the cardiosave hybrid (iabp) stop a counterpulsation during use. There was no patient harm or injury reported.

Event description:
It was reported by customer that cardiosave hybrid (iabp) stop a counterpulsation during use. It returned to normal after a restart, but the issue recurred a few hours later and has since become increasingly frequent. The customer has switched to a different machine. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.